Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 109 which was not reproduced. System error 109 was confirmed through a review of the event history log and found to be caused by the motor flex not properly connected to the j7 connector on the input/output printed circuit board (I/o pcb). The flex was reseated at evaluation with no occurrence of the reported symptom.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 109 during therapy in the maternity care area (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.